Manufacturer narrative:
The tear observed at explant was confirmed. Leaflet 1 was torn at stent post 2. Leaflet 2 contained fibrous thickening and fibrous pannus ingrowth on the inflow surface. No inflammation or significant calcifications were present. . The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the tear could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Event description:
On (B)(6) 2016, a 23mm trifecta valve was implanted. On (B)(6) 2019, an echocardiogram was performed and the valve was explanted. The echocardiogram confirmed severe aortic regurgitation. Upon explant, a leaflet tear was observed at the non-coronary cusp. The valve was replaced with a magna ease valve and post-operatively, the patient is reported to be stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2016, a 23mm trifecta valve was implanted. On (B)(6) 2019, the valve was explanted. Upon explant, a leaflet tear was observed at the non-coronary cusp. The valve was replaced with a magna ease valve and post-operatively, the patient is reported to be stable.